Manufacturer narrative:
The medical device reporting baseline report, FDA form 3417, submitted along with the original medwatch FDA form 3500a for MFR. Report 2110898-1996-10, listed "ni" for the FDA registration number of one of the device MFR sites. The MFR site has since advised ohter co's. Site sedlbauer does not have an FDA registration number.

Event description:
On 10/29/96, the dentist completed composite restorations on teeth #6 and #7 for the pt. Th pt was anesthetized prior to the procedure. A rubber dam was in place for isolation of the preparation during the entire proc3edure. The dental assistant held the subject device in place for approx 60-70 seconds. When the rubber dam was removed, the dentist noticed a white raised area approx 3mm in diameter on the upper right lip. There was no noticeable damage to the rubber dam. The pt has no known allergies. The dentist believes that the etchant used during the procedure did not come in contact with the pt's skin. The pt developed a possible infection in the area aprox 2 days later. The dentist prescribed amoxicillin. The antibiotic appeared to help, and the area developed a scab. The pt then consulted her personal physician who described the area as an approx 5mm defect in the lateral corner of the right upper lip. A cold sore was ruled out. The pt was treated by the physician with triple antibiotic ointment. On 11/7/96, it was thought that scar revision would be unneccessary, but it was not ruled out. On 11/13/96, the area appeared to be healing. The physician recommended that the pt wait for 6 months to evaluate the scar at that time before considering any cosmetic revision. However, the pt proceeded to consult a plastic surgeon. Prior to the incident, on 12/8/95, this same subject device was sent in for repair to the service center of the MFR. At that time, the light was repaired and returned after it tested within product specifications. Between 12/8/95 and 11/13/96, the subject device was reportedly checked and maintained on a regular basis by an independent third party representative. On 11/13/96, the subject device was returned to the service center of the MFR without any mention of an injury. On inspection, it was noticed that the heat filter was missing from the device. It is not known why the heat filter would be missing. The heat filter is positioned inside the device and screwed into place. Therefore, someone would have to physically remove the filter from the device. It would be virtually impossible for the heat filter to fall out of the device. The subject device appeared to be poorly maintained because, in addition to the missing heat filter, the filter housing was broken, the ball was rusty, the cable insulation was cut, and the blower was drawing high current. The MFR's service center replaced the filter set, ball, cable, lamp, filter housing, control switch, blower and handle plastic. The subject device was returned to the dentist in good working condition.